Event description:
It was reported that during an open sigmoid colectomy procedure, the surgeon was making the distal transaction with the curved cutter. The device fired fine but the surgeon noticed a tear above the staple line. The proximal staple line seemed to be open or torn. It was leaking stool immediately after firing. The leak was sewed. This added an additional 30 minutes to the procedure. The surgeon next performed the anastomosis. The patient has a history of anal and rectal stricture. The area to work in was very tight. A circular stapler was used for the anastomosis. The device fired fine, but the proximal ring donut was not intact when they check it. The distal donut was intact. It leaked immediately. There was a large hole. It was detected when they put in the protoscope; it immediately drained all the irrigation out of the abdomen. They attempted to sew the leak, then decided to undo the anastomosis, re-sew the distal staple line and then used a circular stapler to re-do the anastomosis. A diversion ileostomy was performed to protect the anastomosis. It is planned to stay in place for a couple of months. The patient¿s condition is sigmoid cancer and pelvic radiation. Additional information requested and received on 3/12/2010: the sales rep talked to the surgeon two days ago and patient is doing fine. Surgeon reiterated that it was an eldery patient with friable tissue. He will wait for anastomosis to heal before closing the ileostomy. Surgeon said there was no problem with the instrument.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. Two b-form staples were found on the cartridge deck. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.